Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (410 mg/dl) with high ketones. Customer was unsure of the cause. Customer administered a manual injection to address the issue. System check was performed with tandem technical support and no issues were identified.